Event description:
During the initial implant procedure, the guidewire was difficult to insert into the left ventricular (lv) lead and resistance occurred when the guidewire was advanced down the lead. Additionally, when removing the guidewire from the lv lead, resistance was felt and it required force to remove the guidewire. The lead was explanted and replaced to resolve the event. The patient was stable and there were no consequences.

Manufacturer narrative:
The reported events of difficulty to insert and difficulty remove the guide wire were confirmed. As received a complete lead was returned in one piece. As received a complete lead was returned in one piece. Visual examination found the ptfe coating of the guidewire was stripped and bunched up inside the lead body. The cause of the reported event was isolated to the bunching of the stripped ptfe guidewire coating blocking the inner coil consistent with procedural damage. No other anomalies were noted.